Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 1000 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had a nightmare and had fallen off their bed onto the pod in which caused the pods cannula to bend. Once at the hospital the patient was treated with intravenous fluids for low potassium levels as well as insulin. The patient was released from the hospital after 4 days,

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.